Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported volume error alarm was confirmed. The reported fluid leak was not confirmed. An external visual inspection was performed on the cycler with no physical damage noted. There were no indications of dried fluid inside the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The teach pump test passed. The accelerated stress test (ast) failed. Failure due to grinding motor b and weak motor a. There were no fluid leaks in the test cassette during the ast test. The internal, visual inspection found indications of brown hp filters in the pump assembly. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during fill 5 of their pd treatment. The patient reported receiving a volume error alarm prior to the leak and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s pdrn stated that the patient is not trained on performing stat drains or manual peritoneal dialysis therapy as the patient is unable to do continuous ambulatory peritoneal dialysis (capd) and relies on the patient¿s son to complete treatment. The pdrn confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Further follow up with the patient confirmed that the cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.